Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that mesh was implanted on (B)(6) 2008 along with concurrent hysterectomy due to symptomatic pelvic relaxation, uterine prolapse, menorrhagia with associated anemia.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that mesh was implanted with concurrent hysterectomy, enterocele closure, transvaginal tape bladder suspension, anterior vaginal repair, perineoplasty and biomet platelet application for adhesion prevention. It was also reported that following insertion the patient experienced pain, infection, urinary problems and dyspareunia. No additional information was provided. (B)(4).